Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection on the returned sample revealed that the tubing was cut and the male luer was missing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant in formation become available, a supplemental repot will be submitted.

Event description:
It was reported that the male luer connector was cut off a clearlink system continu-flo solution set. The cut off male luer was discovered during an unspecified process step and it was unknown if there was a patient involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.